Event description:
It was reported that the high voltage charging histogram only showed three lifetime charges on a device implanted several years. It was later noted that a device reset had occurred very recently. The issue will be resolved non invasively.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of the complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.